Event description:
It was reported that following the deep brain stimulation (dbs) implant procedure, the physician observed that the lead was offset. The patient underwent a lead revision procedure to correct lead positioning by 10mm. The patient was doing fine postoperatively.